Manufacturer narrative:
Additional information regarding product evaluation is pending. Investigating including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room nurse reported a system message was displayed during a procedure. After received phone assistance from technical support services, the operating room staff tried to do a quick start of the system, but upon doing so, a second system message was displayed and the system became blocked. Additional information was received by company's international representative indicating after a brief delay, a spare system was used to complete the procedure. There was no patient consequence or damage reported.